Event description:
Reporter called stating that while she was injecting her wegovy medication into her abdomen, all of the medication leaked out from the injection pen and she did not get any of the prescribed dose.